Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie main drawer 6 had failed to open. The field service engineer (fse) pressed the red emergency release button; it was found to be extremely difficult to depress. The fse pressed the button several times while inspecting the rear of the drawer for any obstructions, and the customer simultaneously checked inside the drawer. The customer discovered a ballpoint pen on top of the cubbies, which was causing the drawer to jam. After the pen was removed, drawer 6 opened freely and operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred involving main drawer 6. Despite the drawer failure, the rss status showed the es station as online. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.